Event description:
Following successful insertion in arm as nurse was pulling back on stylet, needle separated from stylet and remained within the catheter. Entire unit was removed and pt stuck a second time.